Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and found water in the pressure line and in the pressure transducer. Cleared water from the line. Replaced the pressure transducer. Performed 2k pm. Performance test was in specification. All is ok now. As of this date the part has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on 3/27/2014. The customer called to report that the amplitude panel meter is reading 1 and nothing else. The customer noticed water in the tubing on top of the transducer. There was no indication of patient involvement.